Event description:
The impactor broke during implantation of the new stem where the inner locking bar remained in the implant but was removed easily by hand. The device was already seated properly and no further intervention was required.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A material analysis was performed, concluding: the rod broke at the rod bushing end in ductile overload. The fracture occurred in the loosening direction. However, the position of the locking pin and the plastic deformation present on the pin to rod interface indicated that the rod had undergone large loading in the tightening direction prior to the fracture. It is likely that the rod had begun to fail from tightening loads and final fracture occurred during a loosening operation. (B)(4). No material or manufacturing defects were observed on the surfaces examined. Product surveillance will continue to monitor for trends. "The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
The impactor broke during implantation of the new stem where the inner locking bar remained in the implant but was removed easily by hand. The device was already seated properly and no further intervention was required.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.